Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating skyplate detector produced gray images and is not ready. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and concluded that the detector was not ready for use. Upon reviewing the system logs, a power-on module error was identified. So, the switch-on unit was replaced. While checking the detector fse found shock sensor on the detector has triggered (red). The battery contacts were bent, and the battery pin was damaged. The battery was replaced and the system returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the skyplate detector produced gray images and is not ready. The device was in clinical use and there was no patient or user harm. Additional information received that the detector was dropped.